Manufacturer narrative:
The analyzer's log files showed the customer was not deproteinizing the probes daily. Product labeling states "maintenance - deproteinizing the probe to maintain the efficiency of the analyzer, you must clean and deproteinize the probe regularly to prevent the build-up of contaminants; daily." The investigation noted that the customer's centrifugation speed was too high and they overfilled the patient sample tubes. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The investigation determined there was no hardware malfunction and a general reagent issue could be excluded since the qc and calibration were inconspicuous.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas c 111 analyzer. Sample 1 initial result using reagent lot 77882101 was 1.57 mg/dl and the repeat result was 0.77 mg/dl. On (B)(6) 2024, sample 2 initial result using reagent lot 79431601 was 1.24 mg/dl and the repeat results were 0.64 mg/dl and 0.62 mg/dl.

Manufacturer narrative:
The cobas c 111 analyzer serial number was (B)(6). The investigation is ongoing.